Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed using the system, although it was unable to perform the spins necessary for certain exams. There was no reported delay, as the issue occurred before the procedure commenced. Philips field service engineer (fse) visited the site and analyzed the system log file, identifying table collisions as the issue. The fse replaced and calibrated the table height potentiometer, allowing the table to move up and down seamlessly without errors. Additionally, the review of system log file revealed that there are multiple ¿table movement stopped because ad7 force sensor detects a collision¿ issues. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the system did boot up and the procedure can be completed on the same system without any delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system wasn't booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.